Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported device operates differently than expected (no tension felt when retracting the lever) and the single leaflet deviced attachment (slda) appear to be related to procedural conditions and secondary effects of the reported lock line break; however, a cause for the lock line break could not be identified. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that during use with the clip delivery system (cds), a suspected lock line break occurred, which resulted in the clip being deployed on only one leaflet, and required an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed without issue. The grasp was secure, but the decision was made to go more medial for better mr reduction. In the medial position, only the posterior leaflet could be grasped. The clip was unlocked to get a better position, but when the lock lever was pulled back, no tension was felt. It was believed that the lock line broke. The clip was deployed on the posterior leaflet only. An additional clip was then deployed to stabilize the first clip and reduce mr. Two clips were implanted, reducing the mr to 1-2. The patient was confirmed to be stable and there was no clinically significant delay in the procedure. No additional information was provided.